Event description:
It was reported that a shockwave l6 peripheral intravascular lithotripsy (IV) catheter was used to treat a lesion located in the iliac. The l6 successfully delivered 120 pulses. After delivering the pulses and as the catheter was being pulled out of a 8f sheath, the outer clear shaft became completely detached from the shaft. The detached portion of the balloon was safely retrieved from the patient.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. The device was returned in two pieces and no components were found missing. The reported failure of detached component was confirmed. Based on the description of the event, as the l6 ivl device was being removed from the iliac artery, the balloon had detached from the shaft. The cause of the detachment could possibly be attributed to a user error. The balloon may have caught onto something and with force was used to withdraw the device that caused it to separate. It was noted that the device was initially used for 120 pulses and that the physician believes the catheter may have got caught in the sheath upon removal. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.